Event description:
Boston scientific received information that at the most recent device change out procedure, it was noted that the right atrial (ra) lead and right ventricular (rv) leads were reversed in the device header. Upon explant of the pacemaker the rv lead was difficult to remove, and considerable force was needed to remove it from the device. It was then noted that there was an insulation breach as well as bodily fluid seen in the lead lumen of the rv lead. As a result the lead was surgically abandoned. A new rv lead and the chronic ra lead were re-used in the newly implanted competitor device. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Once analysis is complete, this report will be updated.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.